Manufacturer narrative:
It was reported that during a total hip procedure, the yankauer was identified to be missing its tip. The reporting facility was unable to indicate if the reported break of the yankauer tip occurred during first use of the device or how the yankauer was being used prior to identifying the reported issue. Reportedly, at the time of the incident, the staff believed that the tip had fallen into the surgical site. The surgical site was reportedly searched and an x-ray was obtained but the yankauer tip could not be located. The patient was under general anesthesia at the time of the incident. No additional anesthesia was required. No impact to the procedure was reported. The reporting facility indicated that there was no serious injury or follow-up care related to the reported incident. A sample was returned to the manufacturer for evaluation and, at this time, sample investigation is ongoing. Due to the reported incident, and in an abundance of caution, this medwatch is being file. A supplemental medwatch will be filed upon completion of the sample investigation and/or if additional relevant information becomes available.

Event description:
It was reported that during a total hip procedure, the yankauer was identified to be missing its tip.

Manufacturer narrative:
The yankauer involved in the reported incident was not returned for evaluation. Unused samples from the same lot were returned by the reporting facility and investigation was completed on 31-jan-2019. Visual inspection of the unused samples was performed and no issues were observed. Dimensional inspection was performed and the unused samples were found to match product specifications. A root cause for the reported incident could not be determined. If additional relevant information becomes available another supplemental medwatch will be filed.